Event description:
A female had a cardiac arrest. Defibrillation pads were applied to the patient and advanced cardiac life support protocol was followed. The patient was defibrillated 6 times. Upon the second defibrillation shock, the defibrillator pads had a spark and arc. This was a cardio medical products (cmp) adult radiotransparent.the patient was elderly and despite all heroic efforts, the patient expired. When removing the defibrillator pads, it was noted that a part (cover) was not on the defibrillator pad. This part had the internal wires exposed, resulting in the possibility of the spark. In essence, the bare metal wire was exposed to skin. The patient did not have an internal defibrillator, was dry, and did not have a medication pad on their skin. All precautions were maintained.====================== manufacturer response for defibrillation/cardioversion electrodes, cardio medical products (per site reporter).====================== manufacturer was made aware of the issue, but there has been no response prior to submitting this medsun report.